Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications. Surgical findings details of (B)(6) 2018 procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot #. If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that asymptomatic mesh vaginal extrusion 5 years after initial procedure was noted during examination when the patient attended for something else. The patient underwent a mesh excision and partial burial of the mesh on (B)(6) 2018. Cystoscopy was unremarkable and good outcome expected. Additional information has been requested.